Manufacturer narrative:
Additional information provided on 9/8/2016 indicated that both power port connectors of the controller were able to rotate/move outward. The power sources were securely connected to the controller. It is unknown if excessive force was applied when trying to connect. It is also unknown if the device had been dropped. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed visual inspection because the controller's port 1 connector was found loose from the controller housing with the o ring gasket displaced. Additionally, the controller serial port connector was found with the rubber cap missing.  Heartware has an open internal investigation to evaluate the anomalies of loose connectors. The most likely root cause of the missing serial data port cap can be attributed to the handling of the unit. This controller was received with the old software version installed (not smr upgrade performed). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the customer that the controller had a loose battery connection. The controller was exchanged to the back-up controller with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.